Event description:
The reporter stated the doctor was positioning the patient in trendelenburg while the patient was intubated and under anasthesis. Initial report indicates that the positioner was not properly fastened to the or table and that the chair fell from the table rails. The doctor attempted to catch the patient prior to hitting the floor but was unable to do so, and the patient landed on the floor. The hospital did CT scans and x-rays of the patient which were negative. The reporter states that the patient strained his neck and back muscles.